Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced 2 seizures. It is unknown what the cgm reading was at the time of the onset of symptoms. The paramedics were called. The patient was given glucose and carbs, and when the paramedics took a fingerstick after treatment, the blood glucose reading was 3.7 mmol/l, it was unknown what the cgm reading was at that moment. The patient was brought to the hospital. No further treatment was reported to be needed, but when a fingerstick was taken, the cgm reading was 21.2 mmol/l, and the blood glucose reading was 11.1 mmol/l. The patient recovered at the hospital and was discharged after spending less than 12 hours at the hospital. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.